Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2013; 4196 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had twiddler¿s syndrome. The right atrial (ra) lead was explanted and not replaced because the patient was in atrial fibrillation (af). The right ventricular (rv) lead was severely twisted in the pocket and was explanted and replaced. The new rv lead was placed sub-pectorally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.